Event description:
Information was received indicating that a cannula to a smiths medical portex® blue line ultra® tracheostomy tube was noted to be occluded. It was reported that the handle of the trach tube was "fragile" and difficult for the patient to remove for secretion removal. There were no reported adverse effects.